Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, suspicion of disconnection was reproduced, cable part was twisted and damaged, connector part electrical contact discoloration was noted, connector part connector was cracked, head part scope mount corrosion was noted, scratches were noted on the head part of the main body, and dead part main body inundation was noted. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility submitted a repair request to the olympus service center; the camera head did not have image. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the investigation confirmed no image most likely due to a damaged cable. The specific root cause of the damaged cable could not be determined at this time. Olympus will continue to monitor field performance for this device.